Manufacturer narrative:
The product was not returned for evaluation. Additional event information and medical information were requested but not yet received. Based on the available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported her eyes burned after using the product. She has used the product previously. Consumer reported she sought medical attention and that the product screwed up her cornea on her eye. She states she was treated with antibiotics. Additional event information and medical information were requested but not yet received.

Manufacturer narrative:
A review of the lot batch record and testing of a retain sample concluded this product was formulated, manufactured and packaged according to local and global specifications. Based on available information, no causal factors and be determined and no conclusion can be drawn.